Event description:
It was reported that during the implant attempt, it was not possible to set the setcrew on the right ventricular (rv) pace/sense lead connection. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The setscrew was found to be loose/detached. (B)(4)